Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements greater than 3,000 ohms. There was also an increase in pacing thresholds from 0.5 volts to 3.5 volts. Subsequently, this patient underwent a revision procedure and it was determined that the lead was likely not fully inserted. The right ventricular (rv) lead was tested through the pacing system analyzer (psa) and normal measurements were seen. The physician placed the lead back in the device and normal measurements were observed. The patient's pocket was reclosed and no further complications have been reported.